Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "when blood testing correct, the meter shuts off for a moment then counts 2 then shut off for a moment to count 1". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.